Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: p select ous mr 24 x 2.50mm stent delivery system (sds), catheter was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 18.6cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft polymer extrusion section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6). 2023. It was reported that crossing difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal. A 24 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure the device failed to cross the lesion. The procedure was completed successfully using an alternative device. There were no patient complications reported. However, returned device analysis revealed a hypotube detachment.